Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional follow up with the facility revealed that the original incision was not enlarged to remove the intraocular lens (iol). The lens was cut in half for removal. No other surgical complications were reported such as vitrectomy or capsule tear. The iol was discarded after the surgery. All other pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during implantation of an intraocular lens (iol), the iol would not eject from the cartridge properly. The iol had to be removed from the patient's eye by cutting it in half and the incision enlarged. No other complications were reported. The procedure was completed with a ''back up'' iol.